Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 8 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated at 17.2 cm distal to the distal end of the strain relief as well as multiple hypotube kinks immediately distal and proximal to the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed. The physician was said to have had to "force the implantation" of the 2.50 x 8 synergy drug-eluting stent due to a difficult lesion. The shaft of the device broke at the proximal portion. The device was able to be removed. Another of the same device was used to complete the procedure without any issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed. The physician was said to have had to "force the implantation" of the 2.50 x 8 synergy drug-eluting stent due to a difficult lesion. The shaft of the device broke at the proximal portion. The device was able to be removed. Another of the same device was used to complete the procedure without any issue or patient injury.